Event description:
A customer contacted beckman coulter inc. (Bci) regarding a burning smell coming from the power processor. The customer also indicated that the stockyard refrigerator was not operating properly on the unit. No operator exposure to smoke was noted for this event.

Manufacturer narrative:
Service was called regarding this event. Service will be repairing the system and installing a new stockyard relay. No additional information was provided by the customer for this event.